Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded and not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during embolization procedure, the embolization coil unintentionally detached in the microcatheter. The coil and microcatheter were removed from the patient. Another coil of the same model was used and implanted to successfully complete the case. There was no report of harm or injury to the patient.